Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were twelve ventricular non-sustained tachycardia episodes less than or equal to 216 milliseconds average v-cycle on (B)(6) 2011. There were 494 ventricular short interval counts, in 0.70 day, between (B)(6) 2011.

Event description:
It was reported that the patient received inappropriate therapy. It was also reported that there was intermittent noise, oversensing and an apparent fracture on the right ventricular lead. The lead was explanted and replaced. No further patient complications were reported as a result of this event.